Event description:
It was reported that the customer experienced a low blood glucose (bg) of 49 mg/dl. Reportedly, the customer alleged there was no reminder of an unacknowledged cgm high alert, resulting in the low bg. Customer consumed glucose fluids to treat low bg. Tandem technical support (cts) performed a system check and a log review was performed, and it was determined that the pump functioned as intended.